Event description:
It was reported that the screen went black during ventilation. The device continued to ventilate. After the device was restarted, the image returned to normal. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The observed behavior was confirmed by a dräger service technician on site. The results of the investigation correspond to a failure of the cockpit's installed cool cathode fluorescent lamps. This component provides the backlighting for the display. In case of failure, the image shown on the display is no longer clearly visible. The cause is due to normal ageing caused by the technology, which varies depending on the way it is used and in this specific case led to a failure of the backlight or a color deviation. If the cockpit backlight fails, the display may not be recognizable. As the user interface is not visible, the user may not be able to operate the device. The user must therefore consider using a different device. Safety-relevant parameters such as fio2, minute volume or airway pressure are shown on the additional yellow/green oled display, on which the user can follow the ongoing ventilation. Replacing the lc display is the correct measure. The deviation was obvious - no health consequences of the patient were reported. The number of similar cases due to the same root cause is within the expected range of the respective risk assessment and is therefore accepted.

Event description:
It was reported that the screen went black during ventilation. The device continued to ventilate. After the device was restarted, the image returned to normal. No patient injury was reported.